Event description:
Event description boston scientific received information that the patient with this pacemaker was having syncopal episodes. The last episode, the patient was slicing meat, he felt it coming on and ended up sitting down and was out for about five minutes but was breathing. All device and lead testing was normal even with isometrics and pocket manipulation. The logbook did not display anything abnormal. The patient was pacemaker dependent. This device was included on the insignia microcrystal failure mode 1 population (9/22/2005), however the normal device behavior did not indicate a recall issue.